Event description:
A company rep reported the pt is experiencing elevated blood glucose readings and itching at her infusion site. On follow up with the pt, she stated her blood glucose readings have been "over 300 mg/dl" with her normal range being 100-110 mg/dl. She stated her symptoms are shakiness, dizziness, and slurred speech and she treats her readings by giving herself a bolus of insulin. During troubleshooting, the pt stated her eating habits have improved recently and she is exercising more frequently. She said when she took out her infusion headset she noticed a "little lump" under the skin. She stated she has an appointment with her doctor to rule out any possible illness or infection. Troubleshooting did not find any product issues. The pt was sent to prep wipes and dressings. On follow up, the pt stated she thinks the prep wipes and dressings are helping. She said the irritation has subsided and her blood glucose readings are between 150-180 mg/dl. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.